Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd and moderate dysphagia symptoms leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation occurred without issue on (B)(6)2015 by (B)(6). Esophagogastroduodenoscopy (egd) with balloon dilation was performed due to dysphagia symptoms. A second egd with balloon dilation was performed which resulted in a diagnosis of pan-esophagitis (la grade c), and persistent reflux with swallows was observed. Device explant due to ongoing gerd and dysphagia occurred without issue on (B)(6) 2017 by (B)(6). Patient is "doing well, dysphagia and reflux both resolved" as of (B)(6) 2017.